Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the reporting facility stating they do not feel the monarch iii injector caused the complaint.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, a patient had a painful eye. The surgeon noted inflammation and decompensating endothelium due to a metallic foreign body located in the anterior chamber of the eye. A secondary procedure was required to remove the metallic foreign body. Additional information was requested.

Manufacturer narrative:
Photos returned with the complaint file do show what appears to be approximately ½ inch of a metal rod. No conclusions can be made upon looking at the photos. The front of metal rod does not have the appearance of the front section of an injector plunger. The complaint issue does confirm the presence of a metal rod, but the complaint cannot confirm this foreign body was from the injector. Because a sample was not returned and no lot information was provided, the root cause for customer complaint issue cannot be determined. (B)(4).